Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient completed a remote interrogation. Upon review of the interrogation data, a low voltage fault message was observed. A copy of device memory was received for analysis. Analysis confirmed that a low voltage fault message occurred twice within three days due to three daily voltages below the threshold of 3.025 volts. No additional faults or resets were observed within device memory and the voltage was noted to be at 3.020 volts with therapy delivery unaffected. A longevity calculation showed that the device coulomb counter and power levels were in line with nominal values and the device hardware was not detecting the extra current draw and because of that, the battery status indicators were inaccurate and not reflecting the depletion condition. Boston scientific technical services (ts) recommended replacement of the device. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--